Event description:
It was reported that an ilet bionic pancreas handheld had a cracked screen, and the user requested a replacement monitor and a new holster. Symptoms included no adverse clinical effects reported. Outcomes included no impact on health or need for medical care. Investigation included the collection of device identification details, a request for photos of the damage, and arrangements for device return with instructions on data sync, shutdown, and startup for the replacement. Investigation of this case revealed physical damage to the device's external enclosure consistent with accidental damage, with no evidence of device malfunction or alarm behavior. Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.